Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care facility via a manufacturer representative regarding a patient with pseudarthrosis at c5-c6 by anterior approach spinal therapy. It was reported that the driver was broken during the surgery and a piece of the metal was left in the patient with risk of oxidative reaction with the screw. The surgeons couldn't have access, so a piece of metal stay in the patient after surgery. There were no further complications reported regarding the event.